Event description:
I have been using the libre 3+ from abbott. For the last 20 months 80% of the sensors have failed in 9 - 10 days. They start giving me very low readings below 60 when a finger stick indicates that my blood sugar is closer to 100. I use the device because I don't want to keep pricking my finger. My a1c is 6.0 as of november 24 on a lab test.